Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad), it was reported by the research coord that the pt was admitted to the hosp and waveforms were taken. The analysis of the wavforms confirmed bearing failure. The pt was placed on pneumatic support using a stroke volume limiter (svl) and drive console. Three days later, the pt's lvad was replaced with the MFR's clinical trial lvad. The pt remains ongoing with the MFR's clinical trial lvad.

Manufacturer narrative:
Pt remains ongoing with the MFR's clinical trial lvad. The MFR is attempting to acquire the device for evaluation. No further info is available at this time.